Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing low blood glucose level 40 mg/dl. Customer's current blood glucose level 180 mg/dl. Customer did not allege that insulin pump was over delivering. Customer was using insulin pump within 48 hours of reported event. Insulin pump was on auto mode. Customer did all possible troubleshooting for low blood glucose level. Device will not be returned for analysis.

Manufacturer narrative:
(B)(4). The information related to product code was incorrect with the initial report. The correct information has been provided with this report.